Manufacturer narrative:
Block e1: initial reporter facility name- (B)(6). Note: additional information with an attached photo of the complaint device was received, clarified and showed that the coil was detached during unpacking. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a transurethral ureteroscopic laser lithotripsy of renal pelvis procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. Additional information with an attached photo of the complaint device was received on january 07, 2026, clarified and showed that the coil was detached during unpacking. Therefore, this is considered non reportable.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a transurethral ureteroscopic laser lithotripsy of renal pelvis procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.